Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) minicaps had pouches that were found broken before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Six (6) actual samples were received for evaluation. Visual inspection was performed with the naked eye and noted the aluminum foil of the minicaps was damaged. The reported issue was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.